Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Occupation: non health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. Patient reported that his recharger shows reposition antenna screen. Patient got his patient programmer and replaced the batteries. Patient sync'd with the programmer and it showed poor communication. Patient has been trying to charge for 2. Patient was told to place programmer over ins and sync and they reported poor communication was not resolved and recharger not able to communicate with the ins . Patient said last successful charge session was about 2 weeks ago. Patient became aware they could not charge 2 days ago from this report. Patient said his leads were broken, he has been keeping up the recharging to keep the battery up. Patient said he will have surgery on (B)(6) to replace the leads. Patient was redirected to hcp for possible overdischarge. No further patient symptoms or complications were reported in this event.